Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was at the doctor's office and another patient said they had an issue with their pump. She said they were trying to interrogate the pump and couldn't. The patient went to the emergency room and they wouldn't help her. Her pump said it was giving her a bolus but when they went to check the medication she still had all the medication in the pump. The initial reporter did not know what else occurred with the event; she was reporting what she heard from the patient in the doctor's office. The event date was noted to be 2016. The patient got filled every 3-4 months. The patient's information, device information and any other information was not reported. No patient symptoms were reported. No further complications were reported.